Event description:
It was reported that the patient was experiencing irritation at the implantable pulse generator (ipg) site. The patient underwent implantable pulse generator (ipg) repositioning procedure. The patient is doing great postoperatively. Nothing was removed or added. No device malfunction was suspected.